Manufacturer narrative:
Initial.

Event description:
It was reported that the user performed manual insulin injections while the ilet pump was paused but remained connected to the infusion set tubing, and the user referenced bent cannulas; the event aligned with an improper or incorrect use procedure and no specific device component was implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.